Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: weight to spec, red particles in the shell and opening curved on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior and radius. Based on the device analysis the final assessment is: a striated opening on posterior and radius assessed as surgical damage. Additional, changed, and/or corrected data: d4, d9, g1, g4, h3, h6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and seroma. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma-late, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and seroma. The device has been removed.